Event description:
A medtronic rep reported passive reduced volume of a camera on a stealthstation treon treatment guidance system. There was no pt present.

Manufacturer narrative:
The initial report was received on (B)(4) 2011 and found to be a non-reportable malfunction based on the info available. On (B)(4) 2011, new info was available through eval of the returned device and the decision was changed to a reportable malfunction. The returned product was out of calibration. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.